Event description:
A letter was received and reported unspecified injuries were sustained as a result of an incident for which an invacare is a potential defendant. No further information of the involved product was provided. Event will be filed as a serious injury since information reasonably suggests the end user was injured. The detail on the extent of injury was not provided.